Event description:
A needle pierced through the side wall of the sharps container. The housekeeper was putting the sharps into the medical waste container and got stuck. Rptr contacted the product quality mgr on this same day. She is scheduled to come in and pick up the item and fill out a report on 12/17/93.